Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a fusion extraction balloon w/multiple sizing for biliary stone removal. During the procedure, the balloon material detached from the catheter and rested in the bile duct near the papilla. The extraction balloon catheter was removed and an extraction basket was used to move the balloon material from the duct into the duodenum. The balloon material was left in the duodenum to pass naturally through the gastrointestinal tract. Nothing was retrieved from the patient. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation. Evaluation: we were unable to confirm the report as it was described because the affected product was not returned to cook endoscopy for evaluation. We were unable to conduct a review of the device history record or conduct a sample test from this lot because the lot number was unable to be provided. After a review of the account order history, the lot number was unable to be determined. A review of the twelve month complaint history for this product family was conducted. This report represents an isolated occurrence. Based on this review, the likelihood of this type of occurrence is remote. Conclusions: we were unable to conduct a full investigation because the device was not returned for evaluation. A definitive cause for the reported observation was unable to be determined. However, we can provide the following comments: damage to the balloon material can occur if the balloon material has come into contact with a sharp object, such as a sharp stone, or possibly a burr in the endoscope channel. If the device is inflated with an alternative medium, such as water,contrast or saline, this can compromise the integrity of the balloon. Other possible factors that can contribute to balloon material damage include exceeding the recommended inflation volume, applying excessive force during extraction, or reusing the device. Prior to distribution, all fusion extraction balloons are subjected to an air inflation test to ensure proper balloon function. Corrective action: no corrective action warranted at this time because the report was unable to be verified. This observation represents an isolated occurrence. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.